Event description:
The unit nurse reports that the patient was opening the transfer set which had been on for 4-5 months when the white twist clamp "came apart". There was no breach in the system and no patient injury or medical intervention required. The transfer set was changed with no further incident by rn.